Event description:
A pt at facility was injured during a colonoscopy. The system 7500 electrosurgery unit (02dkg007) used by facility was sent to conmed to be tested. Conmed could find nothing wrong with the unit. It is unknown which snares were used during the procedures. In this case, while removing a polyp, a full-thickness burn was given to the colon. Cautery settings were at 15 cut and 20 coag. The pt was hospitalized. Spoke with nurse in 2003 of facility. Pt is doing fine. She could provide no other info regarding the procedure.